Event description:
When opening room for surgery this morning, cysto table turned on, set up, and tested per room directions. However, when fluoroscopy needed by attending it did not function. System turned off then back on. It still did not function. Emi tech called, and clinical lead called. After turning the system on and off 2 more times system error cleared and fluoroscopy began functioning properly.